Manufacturer narrative:
Follow-up # 1 ¿ (04/10/2015). The patient¿s meter has been returned on 3/23/2015 and evaluated by life scan product analysis on 3/25/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective eeprom u6. A DHR (device history record) was completed on 02/18/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared on (B)(6) 2014. The patient manages their diabetes with oral medication(s) (type and dosage unknown) as well as with diet and/or exercise. The patient did not take any action in response to their regular diabetes management regimen routine as a result of the product issue. Later during the same day the product issue began, the patient stated that they suffered a ¿headache¿ and felt ¿dizzy¿. On (B)(6) 2014 the patient stated that they were hospitalized and received IV fluids from a healthcare professional (hcp). At an unknown time during the day of the patient¿s hospitalization they obtained a blood glucose reading of ¿77mg/dl¿ on an unknown hospital meter. At the time of troubleshooting the cca noted that the patient was not using the product for the first time. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because of the delay in treatment the patient experienced. Treatment was received three days after the product issue allegedly began which suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore the alleged error message contributed towards the patient receiving hcp treatment for hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.